Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: no defect was found. The last basal delivery was on (B)(6) 2014 and the last bolus was on (B)(6) 2014. Black box shows on (B)(6) 2014 21:48 pump was manually suspended then powered off. Deliveries resumed when pump was powered back on and primed at (B)(6) 2014 12:01. Typical usage observed in alarm history. The tdd¿s add up correctly and reflect the users programmed basal rate.. A delivery accuracy test was successfully completed pump found to be delivering accurately and within required range. Unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 511 mg/dl, large ketones, and abdominal pain. There was an allegation that the pump had been delivering inaccurately on (B)(6) 2014. During troubleshooting, customer support found the time/date correctly set, the basal and bolus delivery records were as expected, and did not identify any potential cause of the perceived inaccurate delivery issue. Though troubleshooting did not reveal any delivery issues, the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.